Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on the bus, and none of the drawers could be opened. Additionally, remote smart service (rss) was offline. The customer attempted to recover storage space for all drawers.however, there were no delays, adverse events or injuries reported based on this event.